Manufacturer narrative:
Field service was performed. Report that device was leaking from unknown location. Device was replaced. Currently, device evaluation report is pending. Based on the information currently available, technical review, and laboratory inspection, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. It can be concluded that the leakage of coolant from the failure identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a leak with the coolsculpting control unit. There was no patient or provider safety impact.

Manufacturer narrative:
Update ((B)(6) 2022) - per msp review: leaking from the unit was reported by a provider, described as a puddle of coolant on the floor. The event was associated to cooladvantage plus applicator. No patient impact reported. The event is assessed as not reportable, there is no alleged serious injury, not a failure mode identified to cause death or serious injury.

Event description:
Update ((B)(6) 2022) - per msp review: leaking from the unit was reported by a provider, described as a puddle of coolant on the floor. The event was associated to cooladvantage plus applicator. No patient impact reported. The event is assessed as not reportable, there is no alleged serious injury, not a failure mode identified to cause death or serious injury.

Manufacturer narrative:
Corrected data: d1.

Event description:
Update (08/15/2022) - per msp review: leaking from the unit was reported by a provider, described as a puddle of coolant on the floor. The event was associated to cool advantage plus applicator. No patient impact reported. The event is assessed as not reportable, there is no alleged serious injury, not a failure mode identified to cause death or serious injury.